Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully restarted sensor session without further error, and no additional issues were reported.